Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted that a metal fiber was missing at the top of the maryland bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with frayed cable located at the yaw pulley. The frayed cable section was approximately 0.07 in length. No damage was found on the distal pulley. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.